Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported 32056 error was confirmed but not replicated. In logs, the 32056 error aca was follow by a 1123 error (p3=3) was found indicating i2c searchlight fault on the pitch, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, dof 3 searchlight ffc, searchlight pca, plate with mirror and pca bracket were inspected, but no faults could be identified. As a result of these findings, failure analysis concluded that the dof 3 searchlight ffc, searchlight pca, plate with mirror and pca bracket assemblies are consistent with the reported event and is the potential root cause for this issue. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical defect of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, a recoverable fault occurred on the system pointing to the universal surgical manipulator 4 (usm4) resulting in it being disabled. The customer stated that they had power cycled and hard power cycled the system multiple times but the error remained. The technical service engineer (tse) confirmed errors 48100 and 32056 pointing to the usm4 in the logs. The customer opted to continue the case with the remaining three usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did not have errors at initial power on. The customer was able to complete the case with three arms.